Event description:
It was reported that the catheter was incorrectly recognized. An avvigo plus system and opticross imaging catheter were selected for ultrasound examination of the target lesion. During the procedure when the opticross was plugged in the avvigo system showed the incorrect catheter configuration. There were no patient complications.